Event description:
Information was received indicating that this peripheral intravenous catheter would not penetrate the skin. Detailed inspection found that the beveled end was not completely exposed, the catheter was pushing the skin away while the short beveled sharp caused a wound on the skin. No adverse patient effects were reported.

Manufacturer narrative:
One used catheter was received for investigation. Examination of the returned device determined that the catheter as returned was fully seated and exhibited a gap from the cannula primary bevel heel to the bevel catheter tip. Examination of the needle tip produced no evidence of point damage, burrs, or abnormal bead blasting. The root cause was determined to be a supplied item fault.